Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-oct-2019 with the following findings: a leak test was performed which identified a leak in the battery compartment. The pump cover was removed and moisture was found inside all internal components of the pump, on the display, on all boards, and in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was moisture reported behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.